Event description:
The customer alleged that she performed a control tests using her contour meter and received a reading of 185 mg/dl. A control range was not provided, but it should be around 100-138 mg/dl. The customer had a hard time hearing over the phone, so she declined to troubleshoot the meter and test strips. She ended the call and asked that customer service contact her the next day. Several attempts were made to contact the customer, but they were not successful. No product will be returned.